Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called and reported receiving no delivery alarms on his insulin pump. The customer's blood glucose was between 117 and 168 mg/dl. The customer found during troubleshooting that there was something white inside of the tubing connector and stated it looked like there was something floating inside of the reservoir that got pushed up into the tubing. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.